Manufacturer narrative:
Other applicable components are: product ID 3998, lot# va0a8ew, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported that the patient had recently got into a car accident and she was taken to the ER. The patient noted that a bunch of x-rays were done. The patient stated that she had whiplash right where the paddles were located. The patient stated that she had tried to keep her neck straight and held still after the accident. The patient stated her neck hurt and that something was off with the stimulation. The patient stated that she would call her doctor to request for a manufacturer's representative (rep) to be at her next appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.